Manufacturer narrative:
Foreign report source: (B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure the instinct java blocker was stripped. There was no delay or impact on the patient.

Manufacturer narrative:
The complaint is confirmed for 3 returned java instinct blockers (pn 046w0an00002) for the reported failure of wear. The severity of this event is 2 (rmf-sp0045-0004). Visual inspection revealed that the plugs were worn on both the head and threads. The damage to the threads of the plugs and the screw tulip head are consistent with cross-threading of the plugs into the screw tulip head during attempted installation. However, a definitive root cause could not be determined. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any previous actions. No holds or recalls are associated with this part number. Review of complaint history for pn 046w0an00002 identified 1 additional complaint for ln v16002716 and v16002761, and 0 additional complaints for v16002711. The search identified 31 other complaint(s) for this part number for the same or a similar issue. This device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable.

Event description:
It was reported that during the procedure, three blockers stripped. They were removed and replaced with alternates to complete the case. There were no reported patient impacts. This is report one of three for this event.